Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the head section of the bed would not stay in an elevated position. A hill-rom service tech performed an investigation and found the CPR cable assembly was inoperative and causing the head to lower. He replaced the CPR cable and adjusted it to return function to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.